Manufacturer narrative:
Medical device expiration date: unknown. Eua # (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system had reported multiple false positive results. Confirmatory testing was not provided and patient impact was not reported. The following information was provided by the initial reporter reported: "multiple fp n1".

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "fps". The complaint is not confirmed. The root cause is related to "contamination". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument ct1825 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system had reported multiple false positive results. Confirmatory testing was not provided and patient impact was not reported. The following information was provided by the initial reporter reported: "multiple fp n1".

Manufacturer narrative:
The following fields have been updated: site legal: becton, dickinson & co. - sparks, md / 21152. B.5: it was reported that while using the bd max¿ system had reported multiple false positive results. Confirmatory testing was not provided and patient impact was not reported. The following information was provided by the initial reporter reported: "multiple fp n1". D.1 medical device brand name: bd max¿ system, bd max¿ instrument. D.2 medical device type: ooi. D.3 common device name: instrumentation for clinical multiplex test systems. D.4 medical device manufacturer: becton, dickinson & co. (Sparks). D.4 medical device catalog #: 441916. D.4. Medical device serial#: (B)(6). D.4. Medical device expiration date: na. D.4 unique identifier: (B)(4). G.8 510k number: k130470. H.4. Device manufacture date: 05/26/2020.

Event description:
It was reported that while using the bd max¿ system had reported multiple false positive results. Confirmatory testing was not provided and patient impact was not reported. The following information was provided by the initial reporter reported: "multiple fp n1".